Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Device one had a staple in jaw along with a needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Additional attempts to obtain information have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While running the stitch to oversew the stomach, the needle kept falling out of the device. The reporter indicated that no device component fell into the patient cavity. To complete the procedure ,another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.